Manufacturer narrative:
G4: 20oct2020. B4: 21oct2020. A front bezel was return for analysis. An investigation was performed to determine the cause of the liquid ingress due to variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14aug2020; b4: 18aug2020. The service engineer (se) inspected the device. The se found that the top cover was not cracked, and the navigation ring was working properly. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
It was reported that the ventilator's navigation ring failed on multiple occasions and the unit had a cracked top cover. Reportedly, the rotation would not make the adjustments. There was no patient involvement.